Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5568-53 lead implanted (B)(6) 2008. (B)(4).

Event description:
It was reported by the patient that after receiving shocks from the lead, it resulted in "burns on the inside of (the) arms and legs." The patient described it like a sunburn and stated it lasted for a few days and was painful. The patient discussed the issue with the physician. Follow-up is in progress to determine if the shocks were appropriate for the patient condition. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
Follow-up was attempted to determine if the shocks were appropriate for the patient condition but no additional information could be obtained. It was later reported that the lead had an impedance increase.